Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm model#: sc-4316 lot#: (B)(4), description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening of pain and swelling at the entire left side since the scs device was moved. It was also reported that the patient had significant low back pain over the scs battery site. The patient will undergo an ipg and lead revision procedure.

Event description:
A report was received that the patient was experiencing worsening of pain and swelling at the entire left side since the scs device was moved. It was also reported that the patient had significant low back pain over the scs battery site. The patient will undergo an ipg and lead revision procedure.